Event description:
On (B)(6) 2025, the user was hospitalized for diabetic ketoacidosis (dka). The user reported persistent connectivity issues between their dexcom g6 sensor and the ilet device causing the ilet to enter into bg run mode. During this time, the user manually entered blood glucose values based on glucometer and also administered insulin injections. The user reported they transported to the hospital, where they were treated for dka intravenous fluids and multiple daily insulin injections (mdi). The user was discharged from the ICU and later resumed use of the ilet.

Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. Review of the device logs revealed that the ilet entered bg run mode due to extended loss of cgm connectivity and required user-entered bg values for continued insulin delivery. The logs indicate multiple instances where insulin delivery was suspended due to missed bg entries, with insulin delivery ceasing entirely on (B)(6) 2025 due to bg run expired alarms. Power interruptions and persistent cgm pairing issues were also noted. No device errors were found. Based on available data and user submission, the event was attributed to prolonged bg run mode, inability to maintain cgm connectivity, and lack of user-initiated corrective actions, which resulted in hyperglycemia and subsequent dka.